Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was suspected to exhibited premature battery depletion (pbd). Data was sent to boston scientific technical services (ts) for their review, analysis and recommendations. Subsequently, this s-ICD was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was suspected to exhibited premature battery depletion (pbd). Data was sent to boston scientific technical services (ts) for their review, analysis and recommendations. At this time, the device remains in service. No adverse patient effects were reported.